Event description:
It was reported that the programmer displayed an error message when turned on. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis booted normally to the medtronic desktop. After interrogation of a device an error did occur, which was the result of data drive corruption.